Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. Upon investigation the charger/modem was resetting. The resets were caused by a defective u13 component. U13 is an 8-bit cmos flash micro-controller. The root cause for the defective u13 component could not be positively identified. No adverse event occurred due to the defective u13 micro-controller. The last person to use this battery charger/modem did not report any problems.